Manufacturer narrative:
Event onset is unknown. The patient's husband was reportedly not home to provide the affected lot number. No root cause could determine since the complaint could not be confirmed because no samples or pictures were received for evaluation. No corrective actions are required because the complaint could not be confirmed.

Event description:
Information was received regarding a cadd extension set. The patient's husband reported that the sets were leaking near the filter. This reportedly happens so much that patient had to change her tubing nearly every day. It was added that they have been experiencing issues with the sets for over a year. Patient had back up device to use, therefore she was able to successfully continue her life sustaining infusion. There was no patient or clinical injury.